Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor received a calibration error, and when he removed the sensor the cannulla was missing. The patient's blood glucose at the time of incident was 110 mg/dl. The customer declined troubleshooting for the sensor issues. No products were returned or replaced.